Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began at 10:03 am., on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿83 mg/dl¿ with the subject meter which she felt should have been lower considering how she was feeling. The patient denied using any diabetes medication to manage her diabetes and did not make any changes in response to the alleged issue. The patient stated that due to the alleged issue at 10:03 am, she developed symptoms of ¿dizziness, headache, nausea, confusion and sweating¿. She also reported that she was ¿not able to focus or continue daily basics¿. The patient claimed that she self-treated with food and/or drink. No other blood glucose readings from other devices have been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had followed the correct testing process. The cca established that the test strips had been stored properly. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to include the type of investigation code that was omitted from the h6 field and to include the statement that was omitted from the h10 field of the initial report. The type of investigation code that should have been included at the time of submission of the initial report is: 4110. The following statement should have been included in the h10 field: "similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue." If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.